Manufacturer narrative:
An event of shortness of breath with activity, fatigue, "shuffling sounds" in ears, dizziness, lack of appetite, and chest pain were reported after few days of device implant. It was also reported that pericardial effusion with some features of cardiac tamponade was observed. The patient was also reported to be in atrial fibrillation. Information from field indicated that the patient was prescribed medication for reported incidents and symptoms were resolved; however, the symptoms re-started upon completing the medication. Field also indicated that medication was administered for atrial fibrillation which restored sinus rhythm and resolved patient symptoms. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) site patient ID: (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet was chosen for implantation utilizing a 14f amulet steerable delivery sheath. The amulet was implanted successfully. A few days post procedure, the patient reported shortness of breath with activity, fatigue, "shuffling sounds" in ears, dizziness, lack of appetite, and chest pain. The patient was prescribed colchicine and symptoms resolved. Once finishing the medication, symptoms re-started. On (B)(6) 2024 the patient was hospitalized with no chest pain, worsening dyspnea on exertion. Computerized tomography (CT) scan and transesophageal echocardiogram (tee) was performed and a pericardial effusion was observed. Transthoracic echocardiogram (tte) showed some features of cardiac tamponade but no atrioventricular collapse. The patient was also in atrial fibrillation. 300mg of amiodarone administered which restored sinus rhythm which resolved patient symptoms. Follow up tee showed stable effusion. Patient discharged with plan for outpatient monitoring. No additional information was provided.